Manufacturer narrative:
Other serious (important medical events) - this is being reported as a serious injury (retained foreign object) due to the fractured tip of the driver being left in the head of the polyaxial screw implanted in the patient. It is important to note that once the rod implant is seated and locked into the tulip of the polyaxial screw, the fractured tip is prevented from dislodging as long as the rod remains firmly locked in place. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a tlif l3-4 revision procedure was performed on (B)(6) 2019, to extend the construct to l4-5. While placing a 7.5 x 40 reform modular screw in a pre-existing hole, where a 6.5 x 40mm screw was removed, using the short reform driver, stk adaptor (c2602) with a stryker power system on the ream setting, the tip of the driver snapped off in the head of the screw. The broken piece was fused in the screw head and could not be removed. The screw was seated enough the the doctor was able to place a rod from l3-l5 successfully.

Event description:
It was reported that a tlif l3-4 revision procedure was performed on (B)(6) 2019, to extend the construct to l4-5. While placing a 7.5 x 40 reform modular screw in a pre-existing hole, where a 6.5 x 40mm screw was removed, using the short reform driver, stk adaptor (c2602) with a stryker power system on the ream setting, the tip of the driver snapped off in the head of the screw. The broken piece was fused in the screw head and could not be removed. The screw was seated enough the doctor was able to place a rod from l3-l5 successfully.

Manufacturer narrative:
H3 device evaluation - hexalobe tip fractured at base. The fractured tip was not returned. Tip failed in torsional overload. A functional check was performed using a reform pedicle screw. The device properly threaded and the locking mechanism functioned as intended. It is not known from the supplied information if the locking mechanism was engaged during the event. It was, however, noted in the complaint form that a stryker system 7 power tool was used. This power tool was set to "ream", the instruments high torque setting. Extreme care to applied torque must be observed when using this power tool as it clearly has the capability of applying sufficient torque to fracture the drive feature of the screwdriver. Review of device history records for lot qc17211-1-r found one piece of lot qc17211-1 was released for distribution on (B)(6) 2018. Two-year complaint history review ((B)(6) 2017- (B)(6) 2019) found this to be the only report for this lot. The need for corrective action was not indicated.